Manufacturer narrative:
Concomitant medical products: product ID: 8578; lot#: hg518g708; implanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 21-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for cancer chemotherapy. It was reported that the patient had a refill on (B)(6) 2022 and there was a volume discrepancy where the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The catheter was diagnosed as occluded on (B)(6) 2022. The healthcare provider (hcp) flushed the catheter access port and the catheter seemed patent, but at the patient's refill on (B)(6) 2022 there was another volume discrepancy where the arv was greater than the erv and the catheter was still occluded. They now have decided not to do any troubleshooting and program the pump to off state. The patient will be seeing a surgeon in a month for a total explant of the system. Discussed permanence of off state. Password for pump off was given. Additional information received from the company representative (rep) indicated that they spoke to the hcp in february but were not informed about the catheter occlusion/volume discrepancy at that time. They were told that the hcp believed this to be the case on (B)(6) 2022 after the patient¿s most recent refill. The hcp and rep conversed about the occlusion and the decision to move to surgery.